Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. Healthcare professional additionally reported any creases and particles in valve. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening linear on posterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior and striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening, a striated opening on anterior assessed as surgical damage, creases are observed but have no relationship with manufacturing, and there were no observed particles in the fill channel.

Event description:
Healthcare provider reported a left side deflation. Healthcare professional additionally reported any creases and particles in valve. The device has been explanted and replaced.